Event description:
It was reported during the implant procedure that the analyzer could not measure the impedance or register any signal from the lead. Another lead was used, and was successfully tested using the analyzer. The first lead was not used. There were no patient complications reported as a result of this issue.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies found.